Event description:
It was reported that during an a-fib procedure, the lasso catheter became stuck in the small branch of pulmonary vein. The physician was able to manipulate the catheter and remove it without surgery. No pt injury was reported.